Event description:
Md was placing percutaneous endoscopic gastrostomy (peg) tube using the push peg kit. While pulling the tube from the abdomen, it snapped in half. Another peg kit was obtained and successfully by md.